Event description:
It was reported that during a procedure to resect a small amount of excess lung tissue or growth, the manual stapler did not fire. The tissue was ligated with a tie, and the tissue specimen was resected. Suturing was performed as an intervention. The handle and reload was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
D10 concomitant medical products : egiaustnd - egiaustnd endogia ultra univ std stap - lot# p5c1222 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.